Event description:
Product was prepared and applied on patient. Upon application of the product, it was discovered by the surgeon that duraseal did not ¿gel¿ or ¿set-up¿ as would be expected within a few seconds following product application. A second duraseal package was opened, prepared and applied. That duraseal ¿set-up¿ much quicker and surgeon noticed a difference between the first and second applications. The or director observed assembly of duraseal for both applications and did not notice any deviations from appropriate assembly. The second package of duraseal had the same lot number and came from the same order as the first package.

Manufacturer narrative:
Investigation completed 5/04/2017. Method: -device history review, -trend analysis. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. A review of the device history record indicates the product was released meeting all medtronic quality release specifications at the time of manufacture. A review of the current complaint data reveals no trend for the reported complaint mode. Conclusion: the event report alleges the product was used in a surgical procedure. Without the physical product, a definitive root cause could not be identified.